Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the device was explanted. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the system had not been explanted as the patient chose not to do that, but they exited the study due to not planning on using the therapy anymore. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there was no revision/removal documented to date. The cause of the pain was not determined, and the results of the x-rays were not know to date. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported on (B)(6) 2018 the patient had pain over the ins site and it was noted she had lost weight and had fewer fat deposits in the area of the ins. The patient called the hcp on (B)(6) and she stated the hcp recommended a pocket revision, but she wanted the stimulator removed. The patient turned the device off (B)(6) due to the events. It was noted the event was possibly related to the device or therapy, was unlikely related to the implant procedure. It was noted the event was ongoing. The hcp stated they also had a new right sided pain when the stimulator was on. The hcp noted she discounted use on (B)(6) 2018 and the pain resolved. The patient wanted the stimulator removed. The hcp noted the x-rays were done to check lead status, but the hcp did not know the results at the time of the report. The hcp noted the event was possibly related to the device or therapy and was unlikely related to the implant procedure. The hcp noted the pain on the right side was resolved without sequelae on (B)(6) 2018. Additional information from the healthcare professional (hcp) reported the removal of device was pending appointment and scheduling of surgery. It was noted the most recent interrogation prior to the event was (B)(6) 2018. There were no further complications that have been reported as a result of this event.